Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Correction to h6. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The complaint sample was evaluated, and the reported event was confirmed. The taper adapter is angled within the glenosphere and is lodged in place. Visual examination of the returned product identified that the taper adapter returned shows signs of use as well as wear and tear. There is galling on the side of the taper adapter, as shown in the photos. There are also scratches on the visible surface of the taper adapter as well. Measured post height and confirmed etch to confirm the device is conforming. The glenosphere returned also shows signs of use. There are several scratches on the articulating surface. Measured the outer diameter of the device and verified the etch to confirm the glenosphere is conforming to the print specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot); MFR report: 010000589 (67218480); 0001825034-2025-03576. Associated product information, part (lot): 00-4349-012-13 (66927809). 00-4350-036-00, (66773,441). 115395, (67171828). 180551, (67184547). 180554, (67246578). G2: foreign - the event occurred in japan. The product has been received by zimmer biomet and the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced pain and implant loosening approximately five (5) weeks after an initial reverse shoulder arthroplasty procedure. The glenosphere head was found to have come loose. A revision procedure was performed in which the baseplate, adapter, poly liner, and glenosphere head were replaced. The surgical technique specified for the device was reported to have been used during the initial surgery. The revision surgery was reported as successful with no additional complications. Upon return of the product, the taper adapter was found lodged in the glenosphere. It was reported that no further information is available.